Event description:
Additional information received reports that the patient underwent surgical intervention on 14nov2024 in which the system was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had ineffective stimulation due to lead migration. Surgical intervention was undertaken on (B)(6)2024 and a scs trial was added for the same pain pattern.